Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a ribbon cable connector not fully inserted into socket j18. To correct the condition, the ribbon cable connector was inserted into socket j18. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an automix compounder had the control module beep when the volume and specific gravity keys were pressed, but the right justified zero did not flash. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.